Event description:
Replacement scheduled for (B)(6) 2020. Device to be returned after replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, it was reported that patient got their stimulator to help her with pain and it helped with pain at first as well as gave relief with neuropathy in their legs and feet. The patient did not know when, but it stopped helping for pain (asked/unknown date) and continued helping for neuropathy until she was no longer able to recharge it. The patient stated that they were too busy to charge, her charger would not charge and the ins battery had not worked since 2019. She said she discovered in (B)(6) 2019, may have been a little later, it did not work and tried to troubleshooting after (B)(6) 2019 with the manufacturer representative but they were not successful. The rep told the patient she would need her battery replaced, but she had not had any luck getting an appointment. Later, the rep reported that device was overdischarged. The patient stated that she stopped using her stimulator and therefore did not keep the battery charged due to some personal issues. They called and said she cannot recharge her battery. They had an appointment next week on (B)(6) 2020 to attempt a device reset. On 2020-nov-20, additional information was received from the manufacturer representative (rep) reporting that the cause of the patients device no longer helping their pain was not determined. It was reported that on (B)(6) 2020, the rep was not able to successfully reset their device so the patient made an appointment with their surgeon for a replacement. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the customer discarded the device.